Event description:
Paramedics were attending to a pt in full cardiac arrest, exhibiting ventricular fibrillation. The pt was countershocked once at 200 joules. Allegedly as a second attempt was made to countershock, the operator reportedly could not advance the energy selection to 300 joules. The battery was changed with same result. The therapy module was removed and reattached and the device functioned properly for the remainder of the code. The pt was resuscitated. The following evening the device was tested and allegedly displayed artifact resembling ventricular fibrillation.

Manufacturer narrative:
Co examined the device and observed proper operation. The patient monitoring cable was examined and it was observed the rl lead wire would short to the shielding when flexed at the connector. The monitor and the monitoring cable were not returned to the customer but were replaced with a new unit to enhance the customer's confidence.